Manufacturer narrative:
Correction to d4(gtin) and g1(reporting contact). The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during surgery the heads of two dartfire edge screws snapped off during implanting. This caused a delay in surgery because the broken head had to be removed also if there is any removal it will be a longer procedure.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
It was reported that during surgery the heads of two dartfire edge screws snapped off during implanting. This caused a delay in surgery because the broken head had to be removed also if there is any removal it will be a longer procedure.